Manufacturer narrative:
Per the laboratory evaluation, inspection of the 12v battery reveals that 13.66 volts d/c is getting to the battery properly. When a/c power is removed, the battery voltage drops to 10.35 volts and doesn't have enough power to operate the monitor. The technician observed that the top of the 12v battery had a substance on it. The battery may be leaking internal fluid and the fluid was able to be wiped off. The battery was charged the minimum required eight hours and retested. The monitor was started up with a/c power applied and then removed, the monitor's 12v battery lasted the required 25 minutes. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the blood parameter monitor (bpm) did not work on battery backup. This issue was noticed during testing performed by the technician at the distributor. There was no patient involvement.